Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('urticaria') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required) and female reproductive tract disorder ("pelvic disorders"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the urticaria and female reproductive tract disorder outcome was unknown. The reporter considered female reproductive tract disorder and urticaria to be related to essure. The reporter commented: essure was removed 1 year after insertion. She did not perform allergy tests before insertion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of urticaria ('urticaria') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 1 year. On an unknown date, the patient experienced urticaria (seriousness criteria medically significant and intervention required) and female reproductive tract disorder ("pelvic disorders"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the urticaria and female reproductive tract disorder outcome was unknown. The reporter considered female reproductive tract disorder and urticaria to be related to essure. The reporter commented: essure was removed 1 year after insertion. She did not perform allergy tests before insertion. Quality-safety evaluation of ptc: an in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Duration of essure implantation added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.